Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clip didn't feed into the jaws, but above the jaws. This device was collected by the hospital and returned along with ees#100979 and 100981.